Event description:
It was reported that during an implant procedure, the fixation mechanism of the lead was not working properly. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The helix was pulled/stretched/overstressed and there was blood on the distal electrode.